Event description:
It was reported that during a coronary artery stenting procedure, the physician had difficulty removing the stent. The lesion being treated was a 75% stenotic portion of the distal right coronary artery (dist rca) which was severly tortuous. The physician was treating the lesion with a 3.00x28mm taxus express2 stent. The lesion had a previously implanted stent in the proximal to mid rca in a previously performed pci procedure. The stent became stuck in a tortuoused part of mid rca. The taxus stent was unable to be advance to the lesion. The physician attempted to retrieve the stent, but was unable to do so, therefore, the stent was implanted. A non bsc stent was implanted in distal rca. The physician commented that "the taxus stent got stuck and they were unable to retrieve it." There were no reported patient complications.

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context.